Event description:
An endurant bifurcated stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. There were no issues with the packaging or during the removal of the device from the packaging. It was reported that when the device was being wiped down the gauze caught on the protruding plastic on the tip of the catheter. There were two protruding pieces of plastic sticking out (on opposite sides) on the tip of the catheter. The physician used a scalpel and removed the protruding pieces of plastic. The device was successfully implanted with no issues. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4).

Event description:
Evaluation summary: a 3cm section of the spiral/inner member tubing with spindle was returned. The spindle was not recaptured into the sleeve. Upon visual inspection of the taper tip, material could be seen protruding from the gate vestige on both sides of the tip. Small cut marks where observed, but only on the gate vestige itself. No cut marks were noted on the plane of the tapered tip.